Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 11/17/2021. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was completely separated from the tubing. Dry liquid was visible on the cassette module. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00084.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-004 lot 2106005 leaked where the tubing attaches to the cassette. Event date was about "a week ago." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.